Event description:
Acct reports separation of the slip luer from the IV catheter. Rptr states she does not know specifically how many incidents occurred. States she understands that the separation occurred at time of insertion and therefore the rn was at the bedside. As a result there was no med intervention needed. No samples were available. Rptr states she has no further info.